Manufacturer narrative:
According to the medical equipment company the customer reported, "the right side of the walker was loose and sort of wobbly. When my husband got up from the couch, he tried using the walker when it gave way. The right side collapsed which caused him to fall into furniture and onto the floor. He broke his nose in the process." The company reported no medical intervention related to the reported incident. Sample requested to be returned. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the medical equipment company the customer reported, "the right side of the walker was loose and sort of wobbly. When my husband got up from the couch, he tried using the walker when it gave way. The right side collapsed which caused him to fall into furniture and onto the floor. He broke his nose in the process."